Manufacturer narrative:
510 k # - k160229 complaint device was not returned therefore a document based review will be performed. Clarification was requested as follows; - could you please ask the customer in relation to 299073 did the needle break while inside the patient? Did it become separated in any part of their anatomy? How / with what was it fully removed? Reply was received as follows; - the needle has been broken off in the patient but could be completely salvaged prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-22-ebus-p of lot number c1694322 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1694322. The notes section of the instructions for use, ifu0060-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0060-4). Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the needle getting damaged or kinked at some point during set-up or advancing down scope and therefore broke on advancement. Summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. The needle has been broken off in the patient but could be completely salvaged. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up is being submitted due to the completion of the investigation. As per problem statement: needle snapped could be fully removed from patient "as per complaint form": needle its broken by pushing. Needle could complete retracted out of the patient.

Manufacturer narrative:
510 k # - k160229. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As per problem statement: needle snapped could be fully removed from patient.